Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to loosening and implant fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to loosening and bone loss.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Review of x-rays indicates loosening of the femoral component is demonstrated along with fractures of the distal medial femoral shaft and metaphysis and osteolysis. Tiny metallic fragments project anterior and medial to the proximal tibial component are consistent with metallosis. Osteolysis and pathologic fractures of the distal femur are likely sequela of metallosis (if there is no trauma). Primary or secondary osteomyelitis is also a possibility in this case. Generalized osteopenia. The updated and additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.